Event description:
It was reported that the device would no longer operate on battery power. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The power supply assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly and observed that it would not operate on ac power. The cause of this failure was determined to be due to an electrical short through fet transistors, designators q1 and q2. It was also observed that a fuse, designator f1, was open.